Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the foreign objects in the air/water tube, the air/water cylinder, and the j-tube, the cause was traced to a failure to follow the instructions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the air/ water tube, air/ water cylinder and in the j-tube. There was no patient involvement.